Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 35mm amplatzer cribriform occluder (lot/batch #: 6547232) was selected for implant. During device preparation a "sombrero-like" deformation was noted. The device was exchanged for another 35mm amplatzer cribriform occluder (lot/batch #: 5967154 ). During deployment of the second device a combination of a "sombrero" and "cobra-like" deformation was noted. The device was resheathed and removed. The physician decided to send the patient to surgery. After finishing the procedure a pericardial effusion was noted but not product related. The patient underwent emergency surgery. The patient was reported to be stable condition. Manufacturer report number: 2135147-2019-00361.

Manufacturer narrative:
The reported event of a deformed, sombrero deployment was confirmed. Following the simulated deployment, the deformed, round shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.